Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of non-sustained right ventricular oversensing due to a possible interaction with an abandoned right ventricular (rv) lead. No intervention was performed at this time, the patient will continue to be monitored. The patient was stable with no adverse consequences.